Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.5. Hardware: iphone18.4. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized for hypoglycemia on (B)(6) 2026. The patient¿s blood glucose declined to 62 mg/dl while wearing the pod for longer than 48 hours. The patient reportedly consumed a cookie and believed it was safe to drive; however, the patient subsequently lost consciousness, collided with a telephone pole, and totaled the vehicle. The patient was transported to the emergency room by an ambulance. The patient did not receive treatment for hypoglycemia, though chest x rays were ordered. The pod was discarded, and the patient was discharged after two hours.